Event description:
Rptr had bilateral implantation for cosmetic reasons on 12/13/83. Explantation scheduled for 12/19/96. Rptr c/o calcium deposits rt breast, anxiety, depression, s-t memory loss, balance disturbances, chest pain and burning, thyroid problems, diarrhea and/or constipation, hair loss, joint stiffness, rashes, itching, insomnia, chronic fatigue syndrome, capsular contracture, and gel bleeding through the envelope.